Event description:
It was reported that during a colectomy procedure, the device functioned as intended. No leak test was performed to check the integrity of the staple line. Bleeding was noticed 3 hours post operatively. Day one post operatively a scan was performed and there was no staple line leakage. Five days post-operative leakage occurred at the staple line which was detected by the development of a fistula. The surgeon used hartmann procedure to make a temporary colostomy. No further patient complications.